Event description:
During routine follow up, externalized conductors were observed via x-ray. Electrical parameters were normal except for high pacing threshold. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.